Event description:
It was reported that the pt's implant was rejected due to an allergic reaction. The device had to be explanted, the pt will not be reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.